Event description:
Additional information was received that showed the ins was interrogated with the clinician programmer on (B)(6), 2012 and showed the battery voltage was <(><<)>1.9 v and was at end-of-life (eol) status. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the internal neurostimulator model # 7427, serial # (B)(4) found no telemetry and no output because of normal battery depletion. No significant anomalies were found. Analysis of the lead model # 3487, lot number unknown found a broken conductor wire at the titan anchor area. Analysis of the extensions model # 748951, lot # nhu123940v and # nhu123941v found the extension bodies cut through, the devices were segmented. No significant anomalies. Analysis of the model # 3550-39, titan anchor found the silicone cut. No significant anomalies.

Manufacturer narrative:
Lead model: unk lot#: unk explanted: 2012-(B)(6); extension model: 748951 (B)(4) implanted: unk explanted: unk; extension model: 748951 (B)(4) implanted: unk explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient's device was explanted after receiving no stimulation for several months. The device stopped delivering stimulation on (B)(6) 2011. It was found that the lead was fractured. No patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# implanted: explanted: (B)(4).